Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (will not power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Event description:
A (B)(6) male patient's wife contacted zoll lifecor customer support to report that the patient's monitor was not powering up. They tried both batteries with the same result. The patient was provided with a replacement monitor.